Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to pulmonary embolism and recent craniotomy. The patient alleges vena cava perforation. The patient further alleges sharp left underarm pain, and limited activity and depression. On (B)(6) 2012, per a report from implant report; ¿findings: the inferior vena cava appears normal in caliber without evidence of thrombosis or there is however apparent nonocclusive lucent filling defect in the right common iliac vein. Impressions: 1. Probable nonocclusive thrombus in the right common iliac vein but no venocaval abnormalities detected. 2. Technically successful placement of ivc filter.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: sharp left underarm pain, limited activity and depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported sharp left underarm pain and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2007." Additional information received 08apr2020: on 21mar2018, per a report from computed tomography (CT); ¿findings: an ivc filter is present. There is no abnormal tilting of the filter and the filter is oriented appropriately along the long axis of he ivc. There is no evidence for abnormal migration of the ivc filter in the filter is just below the renal veins. The distal struts of the filter demonstrated approximately 2.5-3 millimeters of perforation to the wall of ivc. There is no aortic, small bowel, adrenal, pancreatic renal vein, renal or gonadal vein perforation. The filter is intact with no evidence for fracture or bending. There are no findings to suggest stenosis of the inferior vena cava.¿ patient outcome: it is alleged that the [pt] was injured without further explanation.